Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Further information requested but not received.

Event description:
It was reported that the patient controller (pc) was displaying ¿replace generator soon.¿ the patient updated their app and was subsequently able to pair to their ipg. Issue has been resolved.